Manufacturer narrative:
Sunrise medical sent a replacement motor under warranty on (B)(4) 2013 to the end user. Sunrise is awaiting the return of the alleged defective motor so that quality can perform an investigation of the motor. It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.

Event description:
Per dealer, end user was driving his chair down a steep drive way when the left motor allegedly locked up. The dealer alleges that the motor locking up caused the chair to roll over throwing the end user to the ground. The end user suffered a broken nose as well as bumps and scratches to his face.